Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device in the emergency room was nonfunctional and had a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main pyxis in ER was nonfunctional. A technical support specialist dialed into the station and logged in carefusion admin and launched structured query language server management studio (ssms). Found that the services were stopped, the correct station database package was reinstalled using the chocolatey script, recovery model and hotfixes were verified, services restarted, synchronization performed via graphical user interface (gui), database folder locations corrected, and the system was rebooted to confirm resolution. The system functioned as intended after the technical support specialist troubleshot the device.